Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3389-28, lot# 0206291985, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that a lead was 3mm longer than expected. The reporter stated that on the intraoperative fluoroscopy, the doctor saw that the lead was approximately 3mm deeper than expected. It was noted that the doctor took it out and measured the lead, and it was 283mm in length instead of 280mm. It was reported that the patient had no injury or adverse event. A week later, it was reported that the doctor had decided to keep the lead implanted and corrected for the deviation in length. The reporter stated that the solution "was adequate with no consequences for the patient." No further information was reported.